Manufacturer narrative:
Evaluation summary: the cartridge was returned. Tip damage was observed. A small amount of solution is observed in the device. The lens was not returned. Results from the cartridge product history record review indicated the product met release criteria. Product history records could not be reviewed for the iol because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not determine a root cause. The tip has stress and is split. The lens damage could not be verified because the lens was not returned. The cartridge damage observed typically occurs due to lens or plunger being positioned incorrectly for advancement and/or with a lack of lubricating solution between the lens and the cartridge lumen. This may cause lens damage and delivery issues. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2013 by fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A materials manager reported a cartridge cracked during insertion of an intraocular lens (iol). The cracked cartridge then caused lens damage which then caused a capsular bag tear. The lens was removed and replaced during the same procedure. Additional information has been requested.